Event description:
It was reported that the device and leads were removed due to infection. Bacteremia with coagulase negative staff was noted. The leads were explanted. A temporary pacing wire was placed and the device was being used as a temporary pacer via the internal jugular (ij). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 6947m implantable tachy lead, (B)(6) 2012. (B)(4). No eval explanation: device has not been returned to the manufacturer.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.